Event description:
It was reported that the proximal shaft of the nc trek broke into two pieces when it was being loaded on to the guide wire. There was no reported resistance with removal of the nc trek from the hoop. Another nc trek was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.